Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left main trunk to the proximal left anterior descending artery. After placing a 4.0 x 16mm synergy drug-eluting stent, a 5.50mm x 12mm nc emerge balloon catheter was advanced for post dilatation. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.